Event description:
It was reported that during a normal follow up prior to a change out procedure for elective replacement indicator (eri), the physician noted that the right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements. At the follow up they were greater than 150 ohms. Subsequently during the normal battery depletion change out procedure the rv lead was surgically abandoned, and a new lead was successfully implanted. No additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.